Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified right popliteal artery (pop). After a non-bsc guide wire crossed the lesion, a 4mmx40mmx146cm coyote es balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 4mm peripheral cutting balloon. No patient complications were reported and the patient's status was good.